Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the fluoro function board pcb. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system started to reboot after being powered up for only a few mins. There was no report of pt injury.